Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The medical surveillance specialist was unable to reach the patient for follow up questions so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged power issue started on (B)(6) 2012 at 11 p.m. The patient reported managing her diabetes with insulin (self adjuster). The patient mentioned that prior to the alleged issue she had consumed more food and/or drink than in her normal diabetes routine. The patient claimed that at 9 a.m. On an unspecified day, after the alleged issue began, she developed symptoms of "thirsty, hungry and sweaty." The patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that there was misuse to the subject device and that the subject meter was not being used for the first time. The cca documented that the patient was using the correct test strips. However, the patient was still unable to turn on the subject meter manually or with a test strip during troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged power issue. In addition, the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.